Event description:
It was noticed towards the end of the procedure, that the device was producing a different noise than it normally does when it is activated (removing calcium). The tendon was then evaluated with ultrasound and an area which was hyperechoic measuring about 0.5 cm was noticed adjacent to the articular surface. It was unclear that the hyperechoic structure was part of the device of calcification. Even if this was part of the device, it would have to be removed by a shoulder surgeon arthroscopically or open. Broken needle during procedure, removal by a different surgeon is expected.